Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The device was returned for investigation. It was reported that the cause of the aic issue was contamination.

Event description:
The user facility reported that the automated impella controller (aic) system self-check failed when aic started for in-service. The aic was removed.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.